Event description:
A 3.5mm diameter by 15mm length s7 stent delivery system was inserted to treat a lesion in the left anterior descending coronary artery. The severely calcified lesion was pre-dilated with a 3.0mm by 15mm ptca balloon prior to the insertion of the stent delivery system. It was not possible to reach the target lesion due to an acute bend in the left main coronary artery, therefore, the stent delivery system was pulled back. Upon removal, the stent dislodged from the delivery balloon into the left main artery when it was pulled into the guide catheter. The stent was retrieved from the left main coronary artery, however, attempts to remove the undeployed stent from the femoral artery were unsuccessful. The stent remains within the pt's arterial vasculature. There was no further treatment reported. The pt was reported to be stable post procedure the severe calcification of the lesion and the lesion not being 1:1 pre-dilated may have contributed to the event. The instructions for use were not performed when the stent was pulled into the guide catheter while the catheter was still engaged in the coronary artery.